Manufacturer narrative:
Analysis of the catheter revealed difficulty with sc connector led to explant. Corrected information: conclusion code and results code no longer applicable.

Manufacturer narrative:
Other applicable components are: product ID: 709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving compounded baclofen 3 90mcg/ml at 104mcg/day morphine 12mg/ml at 2.3mg/day and bupivacaine 10.4mg/ml at 2.77mg/day via an implantable pump. The indication for use were non-malignant pain and herniated disc. It was reported that when doing a pump exchange the physician could not get the connector off the pump. The physician aspirated through the cap first, then when she attempted to remove the connector it wouldn't come off. The physician ended up with the silicone peeling off the metal. The physician tried to reuse it but could not get a good suction seal, so it was replaced with an 8578. There were no environmental, external or patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting were performed. The issue was resolved at the time of the report. The patient status at the time of the report was noted as alive, no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.